Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, it was noted that the left ventricular lead has perforated the coronary sinus which was confirmed by x-ray imaging. The physician elected to continue with the procedure. The patient was stable with no consequences.